Event description:
Per the clinic, the patient experienced recurrent mrsa infections at the abutment site and was treated with topical antibiotics. Subsequently, the abutment was removed on (B)(6) 2024.